Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician noted that the .014 195 cm. Sgw atw floppy guidewire was elongated/stretched. The physician used another guidewire to complete the procedure successfully. There was no reported patient injury. The complaint product packaging was inspected prior to opening with no problem noted. There was no reported difficulty removing the complaint product from the product packaging. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. No target lesion information was available. Upon receipt of the product, the core wire was noted to be fractured. The reporter confirmed that the physician did not report a fracture, only stretching of the distal end. The product was returned for inspection. One non-sterile sgw atw .014 j floppy 195cm was received in a plastic bag. The coil wire was unraveled. The core wire presented a fracture condition on the distal end of the unit at approximately 1cm from tip end. The coil wire did not fracture. The unit was sent to sem analysis to determine the cause of the fracture. Sem results showed that the core wire fracture surfaces presented evidence of bending, smearing and twisting characteristics. Reverse bending and/or twisting could be related to these surface characteristics. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. (B)(4). The complaint reported by the customer as: 'distal tip- unraveled/stretched' was confirmed due to the received condition of the product. Moreover, a fracture condition on the core wire was found on the received unit. According to sem analysis results, the fracture condition of this device presents characteristics of pieces which were stretched/ twisted until fracture; however, the root cause of this failure cannot be conclusively determined. Based on the information provided by the reporter, the fracture may have occurred during shipping of the device for evaluation. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). It is possible that advancement of the ivus system resulted in the distal region of the specimen wire(s) becoming entrapped in the vessel tissue. The bend damage distal of the core wire fractures implies damage prior to the fracture events, such as incurred in a prolapse situation. The complaint documentation does not indicate how long after the ivus interrogation was the entrapment of the wire noted or how the entrapment condition was identified. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician noted that the .014 195 cm. Sgw atw floppy guidewire was elongated/stretched. The physician used another guidewire to complete the procedure successfully. There was no reported patient injury. The complaint product packaging was inspected prior to opening with no problem noted. There was no reported difficulty removing the complaint product from the product packaging. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. No target lesion information was available. No additional information is available.